Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication that the inability of the device to cross the lesion or the reported crown jumping were associated with the patient adverse event. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
During a staged percutaneous coronary intervention procedure in which use of a diamondback coronary orbital atherectomy device (oad) was planned, access to the right coronary artery (rca) was obtained via the radial artery. During engagement of the rca with a guide catheter, pressure damping was observed. Aminophylline was administered in place of a temporary pacemaker, and nitroglycerine was given intra-arterially. A coronary viperwire guide wire was used to cross the lesion without incident, and the oad was advanced though the rca ostium. The oad functioned as intended on low speed as it was advanced into the lesion. The oad would not cross the lesion, and following a thirty second period of unsuccessful engage and release technique, the oad was turned off. Angiography was performed and no change was noted. The oad was operated a second time at low speed, yet still would not cross the lesion. Repeat angiography again showed no change. The oad was operated at low speed for a third time and crossed the lesion, but was observed to jump slightly. The mid-rca was treated with the oad and during the fourth treatment pass a pitch change was heard and it was noted that the oad traveled more smoothly. Repeat angiography again showed no change. During the fifth treatment pass, it was noted that fewer pitch changes occurred and the device tracked smoothly and slowly through the rca. Post oas angiography showed a perforation in the rca. The oad was removed from the patient and a balloon was inserted and inflated for 2.5 minutes along with reversal of heparin therapy. Following the balloon inflation, angiography showed a small amount of contrast exacerbating into the pericardial sac. An echocardiogram was performed and the balloon was re-inflated. EKG changes were noted and the patient complained of chest pain. The balloon was deflated and angiography showed very little flow in the rca as a result of the occlusive balloon inflation and heparin reversal. The physician requested a covered stent, however the required stent was unavailable and was requested from another site via emergent delivery. An echocardiogram showed a mild pericardial effusion but the determination was made that it was not large enough to drain. The patient was not a surgical candidate, therefore the decision was made to wait for the covered stent to arrive. The balloon in the rca was inflated multiple times as the perforation would not remain sealed. The condition of the patient deteriorated and pressors were administered to maintain blood pressure, along with insertion of a ventricular assist device, however the patient was unable to be stabilized. Resuscitation efforts, including endotracheal intubation and cardiopulmonary resuscitation, failed and the patient expired. Per the opinion of the physician, the cause of death was the perforation and the subsequent rv infarction, as well as the facility lacking the supplies necessary to address the complication.